Event description:
It was reported to philips that when using digital subtracting angiography (dsa) the foot switch was pressed but there was no x-ray. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, an issue occurred during the dsa, and patient harm or injury was reported. The customer reported that the foot pedal was not sensitive. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the customer did not need philips service. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, an issue occurred during the dsa, and patient harm or injury was reported. The customer reported that the foot pedal was not sensitive. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the customer did not need philips service. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Evaluation method code was corrected. The serial number, product UDI, reporting address line 1 and the reporting address city have been updated.